Event description:
It was reported that the user had difficulty advancing the iab. He then made an incision in the pt's skin to aid insertion, but still was unsuccessful. He then inserted a sheath from an 8fr iab, and then tried to reinsert the same iab, but it began to unwrap. He then forced the catheter through the sheath, but then was unable to remove the hemostasis device. The sheath and catheter were then removed together. He then removed the catheter from the sheath and reinserted the sheath with another 8fr iab through it, without complications.